Manufacturer narrative:
The device was not returned for analysis.

Event description:
It was reported that during a surgical procedure at the user facility that debris from the sponges was being left behind. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.